Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that a patient had an implantable neurostimulator (ins) battery implanted in june and was seen for the first programming. They had a good response to stimulation while programming and was sent home as usual with low stimulation and some change in medication. After the first week, the patient deteriorated quite significantly. They described "waves" of stimulation for a few minutes and then being off for most of the day. It was thought the patient was describing dyskinesia but after a few changes over the phone, nothing changed. The patient was seen in clinic and it was found that the ins battery was on "cycling" mode. The healthcare provider (hcp) never saw this option in any of their patients. The patient was on cycles of 3 minutes stim and 10 hrs off. They reset the stimulation to standard setting and now things are better. The hcp stated that nobody selected the cycle mode (with specific settings 3 mins-10hrs).

Manufacturer narrative:
B3: date is approximate.  D6a. Implant date is approximate, month/year valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received: it was reported that the cycling option may have inadvertently been activated at the time of implant when the battery was being interrogated for set up. The patient is doing well since the cycling mode was removed.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.